Event description:
The customer reporting that while running an hcv assay a sample barcode in position in h3 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.